Event description:
During surgery for a right intertrochanteric hip fracture on (B)(6) 2012, the collet of a step drill bit, that sets the depth of the drill, slid 5mm further than the set depth causing the surgeon to drill that much further into the patient. After they heard a click, noticing they drilled further than their desired depth, it was confirmed via fluoroscopy that the femoral head was not penetrated by the drill. The surgeon then placed the helical blade without incident. The original setting was the depth of the screw therefore they were ok with the additional depth. No adverse effect to the patient was reported. Surgery was prolonged about 10 minutes. This is # 2 of 2 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The lot was processed per specifications, conformed to specifications, and was made to the correct material and hardness requirements. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no complaint-related anomalies associated with this lot.

Manufacturer narrative:
This device is used for treatment, not diagnosis. During this evaluation, the returned drill stop was mated with the returned stepped drill bit and slipping occurred once force was applied. However, the drill stop only slipped in one direction - towards the proximal end - and not towards the distal end. The returned stepped drill bit was manufactured in june 2010, while the drill stop was manufactured on april 28 2010. Changes were made to the design of the drill stop, as well as the stepped drill bit. The revised designs of the devices have been evaluated and are deemed to meet their intended use. However, both of these devices were made prior to the changes. The tfn risk analysis adequately assesses the risk of this complaint condition as less severe with a moderate severity of harm 3 and an improbable probability of occurrence 1.